Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with an antibiotic injections of vancomycin (dose, route and frequency not reported) and injections of fortum (dose, route and frequency not reported) for the suspected peritonitis. The cause of the suspected peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the outcome of this suspected peritonitis event was unknown. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same (B)(4).